Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer experienced hyperglycemia. The customer blood glucose level was 23 mmol/l at the time of incident. The customer was assisted with troubleshooting. Customer reported they did receive a sensor updating and calibration not accepted alert. Customer was assisted in performing test on transmitter and test passed. Customer stated that when she entered her blood glucose the insulin pump was stuck on the calibration now snooze option and she wanted to do a calibration now. The insulin pump will not be returned for analysis.